Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that the patient underwent an open reduction internal fixation (orif) with the variable angle (va) hand system for a second metatarsal bone fracture on (B)(6) 2019. During the procedure, the surgeon tried to insert a screw using the stardrive screwdriver shaft and the driver shaft detached from the screw. The surgeon commented that he wanted to have a sleeve to support the screw since it is easily detached from the driver shaft. The procedure was successfully completed with no adverse consequence to the patient. Concomitant devices: screw (part: unknown, lot: unknown, quantity: 1). This report is for a stardrive screwdriver shaft. This is report 1 of 1 for (B)(4).